Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported ECG (electrocardiogram) connection issue; the ECG connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis could not confirm the reported screen issue; no faults on screen detected. It was noted both keyboard hinges and the printer drawer were missing. (B)(4).

Event description:
It was reported the screen was faulty and the ECG (electrocardiogram) connection was loose. The programmer was returned for service. There was no patient involvement indicated.